Event description:
Boston scientific received information that the patient implanted with this right atrial lead had been in an automobile accident a few months prior. During routine follow-up, noise was created on the lead by pressing on the pocket. No adverse patient effects were reported. Records indicate this lead remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.